Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a malfunction alarm occurred. Upon pump reset, the customer reloaded the cartridge and received a minimum fill notification with a cartridge containing an unknown amount of insulin. Customer's blood glucose was 108 mg/dl. Customer added insulin to the cartridge and loaded it successfully.